Event description:
In 2008 - reporter stated that the left side of the head section pivot broke causing the left side of the head section to move downward. At about eleven days later, tsr stated that there was no reported injury regarding the alleged incident, tsr found the head section dislodges at the pivot slides and pivot slide was broken. Tsr, maintenance, will repair the bed.